Event description:
Related manufacturer reference number: 2017865-2022-03602. It was reported that the patient presented for a follow-up in clinic with discomfort. Upon interrogation, it was observed that the pacemaker and right ventricular (rv) lead exhibited oversensing with pacing inhibition, and a failure to sense. The pacemaker was explanted, and the rv lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Additional information: d6b.

Manufacturer narrative:
Reported event of sensing failure was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed, including sensitivity test, as well as inspection of header and connectors showed normal device characteristics with no anomaly contributing to reported event. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.